Manufacturer narrative:
(B)(4). Investigation summary: a complaint of tubing separating was received from the customer. A sample was returned for investigation, and through visual inspection no defects were noticed. The set was then primed and infused and this is where a leak from the upper filament was detected; the customer complaint of separation was verified. A device history record review for model 2426-0500 lot number 20063388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Possible root cause for this failure is misloading. If the upper filament is not loaded onto the pump first, it can cause the upper filament to separate from the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for investigation. Through visual inspection no defects were noticed. The set was then loaded and primed; no defects were noticed. During infusion of set a leak occurred at the top of the pumping segment. The pumping segment (p/n:tc10008721) was separating from the tubing (p/n:tc10012940). Through visual inspection under a microscope, solvent traces could be seen but tubing was not fully inserted into pumping segment. No other defects were seen. The possible root cause for this failure is misloading. The pumping segment must be loaded from upper filament to lower filament. If it is loaded the opposite way the pumping segment can separate from the tubing.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: it was reported that IV tubing broke at the connection site of the slide clamp pump insertion piece. I was hanging new IV tubing. The blue clamp that fits into the pump disconnected from the tubing. Tubing was given to 3icu huc. (2 instances, no lot information was retained). Lot number for primary tubing was (10)20073328 bd alaris pump infusion set. Ref 2426-0500 IV tubing broke at the connection site of the slide clamp pump insertion piece. It was not infusing per a pump at the time of incident. Was there any adverse event(s) as a result of the reported defect? -no adverse effects, just spillage of fluids and medication.